Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error message with the adc device. Customer received a " check in 10 min and a replace sensor" message on day 6 of sensor wear and was unable to obtain readings. As a result, the customer experienced a seizure. The customer was unable to self treat however, there was no indication that treatment was provided. There was no report of death or permanent impairment associated with this event.